Event description:
It was reported that during a cholecystectomy procedure, when the tissue was tightened, the clip could not be formed properly. The clips were twisted. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.